Manufacturer narrative:
A visual analysis of the returned escape retrieval basket revealed that the sheath was kinked in several locations along the working length. All of the basket wires were present and attached. However, one side of the basket legs was broken at the distal end. The broken ends of the basket wire were examined under magnification and appeared to have been torn under force. There was a torque mark present on the handle cap to indicate the proper torque during assembly. A functional evaluation was performed, upon actuation of the handle; the basket would close and open, however, it would not close completely. Further evaluation found the sheath slid proximally within the luer when the wire s/a was removed from the proximal end of the sheath. This is likely why the sheath s/a working length measured below the lower specification limit. Additionally, the handle cannula was found to be bent. It was not possible to determine the amount of force applied to the basket and basket wire s/a that caused the breakage. There is no evidence to indicate the sheath luer assembly was not properly assembled during manufacturing. During manufacturing, the devices are 100% inspected for functionality/integrity. Therefore, taking into consideration these factors and the analysis performed on the returned device, the most probable root cause is "operational/physiological context." The device history record (DHR) review found that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an escape¿ basket was used during a cystoscopy ureteroscopy and holmium lasertripsy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a flexible ureteroscope was passed through the ureteral access sheath to examine the kidney and calyces of the patient, but no stone was noted. A retrograde inspection was performed to the ureter and revealed the stone to be at a level just below the iliac vessels. The flexible ureteroscope was removed and the rigid ureteroscope was passed along the guidewire and the stone was visualized. The stone was fragmented into multiple smaller pieces using the holmium yag laser. The fragmented stone pieces were removed individually from the ureter to the bladder using the escape¿ basket. ¿re-inspection of the ureter revealed minimal damage.¿ attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an escape basket was used during a cystoscopy ureteroscopy and holmium lasertripsy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a flexible ureteroscope was passed through the ureteral access sheath to examine the kidney and calyces of the patient, but no stone was noted. A retrograde inspection was performed to the ureter and revealed the stone to be at a level just below the iliac vessels. The flexible ureteroscope was removed and the rigid ureteroscope was passed along the guidewire and the stone was visualized. The stone was fragmented into multiple smaller pieces using the holmium yag laser. The fragmented stone pieces were removed individually from the ureter to the bladder using the escape basket. "Re-inspection of the ureter revealed minimal damage." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.